Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over-delivering" was not reproduced. The device was sent for flow testing but was not completed due to receiving a false upstream occlusion. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined however, as a precaution, the m2 and m3 springs will be replaced, and pressure will be performed during repair to ensure there are no issues. Additionally, a false upstream occlusion alarm was experienced when the device was sent for flow testing for "overdelivering". The evaluation found the ultrasonic sensor calibration lower values significantly out of specification and was unable to be calibrated, requires the ultrasonic sensor to be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused. The flow test was done three times and all the three times pump was infusing higher than tolerance. There was no patient involvement. No additional information is available.